Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the tenaculum forceps instrument became misaligned/mismatched at the joint. The procedure was completed with no reported patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip became detached between the metal part and the rod. No broken cable was visible. There was delay of more than 30 minutes, but the site don't have the exact time. The information was confirmed; room entry-exit: 7h40, procedure start: 8h51, robot, docking: 9h01, console start: 9h07, console end: 12h22, undocking: 12h24, procedure end: 15h24, full instrument lot number: k10230608-0239. The instrument was replaced and was used to complete the procedure.